Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience (3.0x38mm, 2.5x23mm), guide catheter: 6fr jr4. Evaluation summary: the device was returned for analysis. The reported tip detachment was able to be confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the guide wire got stuck in the moderately calcified vessel resulting in the reported entrapment. Manipulation of the device resulted in the noted stretched coils, the noted corkscrewing of the shaping ribbon and ultimately resulted in the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification and no tortuosity in the right coronary artery (rca). After a successful stent implantation of a 3.0 x 38 mm xience and a 2.5 x 23 mm xience, the balance middleweight (bmw) guide wire was being withdrawn from the patient anatomy, but the guide wire was noted to be stuck with the vessel. The physician gently pulled on the guide wire and the distal tip separated, approximately 5 cm remained in the posterior lateral branch. A snare device attempted to retrieve the separated guide wire tip but was unsuccessful. The physician determined surgery was not required to remove the guide wire tip. Therefore, the separated guide wire tip remains in the patient's anatomy. The patient is stable. No additional information was provided.